Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 as no device identifier was provided. We are unable to confirm or determine the root cause of the reported thermal event.

Event description:
The patient reports that their omnipod 5 personal diabetes manager will not hold a charge and the battery is swollen. The patient reports discontinuing use of the omnipod 5 system and switching to insulin pens.